Manufacturer narrative:
It was reported that leakage was occurred during extracorporeal circulation. The leak was occurred at purge valve of integrated arterial filter of oxygenator. Customer decided to not to change the product during treatment. End of the treatment, it was found that the thread of the valve was partially absent. No harm to any person has been reported. Besides, it was stated that there was not any leakage occurred during priming and the damaged / absent part was not detected during visual controls. Sample investigation could not be performed since the product was discarded by customer. The complaint could be confirmed however product related influences are unlikely. DHR review could not be performed as the lot number of the affected oxygenator was not provided. The reported oxygenator lot number is 3000242476. Through the lot number 3000242476, the finished devices sold to italy were identified via software system (sap) which is used by getinge. Also, it was confirmed by getinge sales and service unit (ssu) the product was vkmo. There is only one lot number was identified for bo-vkmo 71000: 3000266211 the production history record (DHR) of the affected bo-vkmo 71000 with lot# 3000266211 was reviewed on 2023-03-08. According to the DHR result, the product bo-vkmo 71000 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Based on the received information, it could be concluded that the product was not damaged before treatment. There was no evidence that a defect was found on the device prior to use. Based on this, the reported failure was identified as part of the current risk management file and the most probable cause is associated to: user error: lack of attention on device handling. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : sample was discarded by user.

Event description:
Trackwise # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that leakage was occurred during extracorporeal circulation. The leak was occurred at purge valve of integrated arterial filter of oxygenator. Customer decided to not to change the product during treatment. End of the treatment, it was found that the thread of the valve was partially absent. No harm or death to any person was reported.